Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: allergic response to pace maker with non healing wound. European journal of general medicine. 2014;11(4):290-292. (B)(4).

Event description:
A journal article was reviewed which contained information regarding this implantable device and a possible allergic reaction. The article stated that on the second day after the device was implanted, the incision appeared ¿red, angry looking, swollen.¿ the next day it had increased in size and had discharge. The patient was tested for infection and tests were normal. The patient was given steroid medications which did clear up the wound. At one month follow up visit, the tests were still normal. The patient continues to be monitored. The device remains in use. Additional information was obtained through follow up with the author who expressed that there were no concerns. No patient complications have been reported as a result of this event.